Manufacturer narrative:
No parts were returned for evaluation. Device manufacturing date is not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported the articulating support arm moved when force was applied even though the fixing handle was tightened. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned vertex arm resulted in an mechanical failure found through functional testing and visual/physical examination. Analysis states that, neither end of the arm locks down when the handle is tightened. It would stiffen but still remain movable. If information is provided in the future, a supplemental report will be issued.